Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a percutaneous coronary intervention, the device was unable to cross the lesion. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. The lesion was pre-dilated with an unknown balloon and the 3.50x20mm promus element stent was advanced but was unable to cross the lesion. The procedure was completed with another 4.0x16mm taxus liberte stent. There were no patient complications reported and the patient status is stable. However; analysis revealed that stent was damaged. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4) device evaluated by manufacturer - a visual and microscopic examination identified proximal stent damage. Struts on rows 4 and 5 were raised. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).